Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly during the revision surgery the surgeon found out that the medial posterior condyle of the primary femur component was broken. The exposed metal part became sharped and dug down into the medial side of the insert.